Event description:
A ventilator was evaluated by field service engineer. There was no harm or injury reported. During the evaluation of the device at the field service engineer, the device failed a test step. The device's system board or active exhalation control module valve needs to be replaced to address the issue.